Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized due to high blood glucose. Customer was hospitalized last (B)(6) 2014 with diabetes ketoacidosis. Customer's blood glucose was 265 mg/dl. Customer was still in the hospital at the time of the call. Assisted the customer in troubleshooting and performed high pressure test and test passed. Advised the customer the infusion set would be replaced. No further information provided.